Manufacturer narrative:
(B)(4). The evaluation of the returned device is complete. Visual inspection revealed an obvious defect. Underwater pressure testing and clear passage testing were performed, and a cut/slice was identified. The reported condition was verified. After analyzing the cut pattern, the cause of the condition was determined to be related to the end user. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a continu-flo solution set had a whole and was leaking heparin. This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.